Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the trial patient: patient reported the first trial didn't work for her and they didn't know why, but she went on to have advanced evaluation which worked well, and she is planning to get permanent implant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on march 2, 2018 for an basic evaluation (be) for non-obstructive urinary retention and fecal incontinence. It was reported that the trial patient had not felt the stimulation since the beginning of the trial procedure and had doubts it was ¿installed correctly¿. They also noted they had a lot of pain from the procedure and could hardly walk on the first day because it hurt so bad. No troubleshooting was performed as the device was already at its limits. No actions or interventions were performed. As a patient factor that may have led or contributed to the issue, it was reported they had ¿sca13¿. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive: no injury¿. There were no further complications reported or anticipated.